Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the atrial lead was oversensing noise due to muscle body movements. The atrial lead was capped and replaced on (B)(6) 2021. Patient condition was stable.